Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the out of range shock impedances occurred once, and all other shock impedances were within normal limits. In addition, all other lead diagnostics were normal and stable. Boston scientific technical services (ts) recommended enrolling the patient in the latitude system and continuing to monitor. This ICD system remains in service. No adverse patient effects were reported.